Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call unexpected restart alarm and keypad anomaly on the insulin pump. Customer's blood glucose level was 9.4 mmol/l. Customer advised the buttons were unresponsive, they replaced the battery, then they replaced the battery cap and finally received an unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was monitored and functioning properly, passed displacement test and a21 error test. No a21 alarm noted. The insulin pump received had cracked case at the display window corner, cracked battery tube threads and with cracked reservoir tube lip.